Manufacturer narrative:
Investigation: investigation summary: bd received samples from the customer facility for investigation. The customer samples were tested and no issues relating to insufficient flow or air bubbles were observed as all results demonstrated satisfactory performance. Additionally, retention samples were selected from bd inventory for testing and upon completion, no issues were observed relating to insufficient flow or air bubbles as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples and retain samples, the customer¿s indicated failure mode for insufficient flow or air bubbles with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that a patient had to be redrawn after the bd vacutainer® winged safety push blood collection set produced an insufficient draw amount of blood due to air bubbles in the tubing during use.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a patient had to be redrawn after the bd vacutainer winged safety push blood collection set produced an insufficient draw amount of blood due to air bubbles in the tubing during use.